Manufacturer narrative:
The insulin pump passed the displacement, operating current test, prime and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lip noted. The test reservoir was installed and did not lock in place due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the pump was dropped causing damage to the top of the reservoir compartment. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.